Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Upon device interrogation, the right ventricular lead exhibited low impedance and intermittent oversensing of noise in real time. The lead was explanted and replaced. The patient&#38112;condition was stable post procedure.